Event description:
1ea.

Event description:
Agency name: client name: when did it occur? : during use needle injury: no other treatment: no were the returned items used? : yes if used, was anything adhered to it? : no returned quantity: 1 ea details of the event (timeline, history, etc.): the liquid did not come out.

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to sections b5 (describe event or problem), d3 (establishment name & email address) and h6 (component code, investigation findings, & investigation conclusions). Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as broken cannula npe. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.